Event description:
Reporter indicated that the pt had passed away from a seizure. Further investigation revealed that the pt had died in their sleep. Physician indicated that he did not believe that the ncp system was related to the cause of death. No autopsy was performed.

Event description:
An internal review determined that the cause of death was probable sudep. No additional relevant information has been received to date.